Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Alarm history showed a signal too low alarm and an unexpected restart alarm, customer's blood glucose was 43 mg/dl and was treated with glucose tablets. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No off power without low battery alert noted. No alarm noted. All operation current is within specifications. The insulin pump alarmed unexpected restart after battery installation due to leaking voltage on connector interface board. No alarm noted. The insulin pump passed displacement test and self-test. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.